Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the anterior capsular rim became ripped and extended posteriorly during cataract removal. Due to the bag being unstable, the surgeon implanted a three piece iol into the sulcus, but it was implanted backwards, causing the iol to vault forward instead of backward. Because of the iol placement, there was concern for possible complications in the future and the refractive outcome was off target. In a follow up, the surgeon reported that the iol was exchanged approx two months after initial implantation. The surgeon does not blame the iol for the event. No further info is expected.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and fax. A completed questionnaire was not received. (B)(4).